Event description:
It was reported that this pacemaker had an alert that the device reverted to safety mode. The cause is not known. The pacemaker was removed and replaced. No additional adverse patient effects were reported. This product has not been returned. This report will be updated, should additional information be received. Additional information indicated that the pacemaker was returned and a device evaluation was completed.

Manufacturer narrative:
The patient code 3191 accounts for the surgical intervention that occurred. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety core and that brady therapy remained available. Review of device memory identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The corrupted memory was corrected in the laboratory and the device reverted to normal operation. The cause of the memory inconsistency was not able to be determined through laboratory testing but was likely the result of exposure to radiation, either therapeutic or environmental.

Event description:
It was reported that this pacemaker had an alert that the device reverted to safety mode. The cause is not known. The pacemaker was removed and replaced. No additional adverse patient effects were reported. This product has not been returned. This report will be updated, should additional information be received.